Event description:
During a remote follow-up, noise resulting in oversensing was observed on the right ventricular (rv) lead. The device was reprogrammed. Additional information was received that new episodes of noise on the lead were observed. No additional intervention has been performed. The patient is stable.

Manufacturer narrative:
The event date is an estimated date.